Event description:
Complainant reported two separate incidents of the suction canister imploding under vacuum. One incident occurred during a tonsillectomy and the second occurrence during an adenoid/ear tube procedure. In one instance, it was reported that the canister had previously been struck by hospital bed/gurney, but complainant 'didn't believe' that was relevant. There was no fluid in the canister at the time of the implosions, and no one was exposed to body fluids. There were no patient consequences.

Manufacturer narrative:
Product from the same batch was returned to the manufacturer and tested under maximum rated vacuum (25 in hg) both in cycling condition and steady state. We were not able to duplicate the failure. We suspect that the failed canisters were subjected to an impact prior to application of vacuum, but this cannot be definitely established.